Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that white material was found at the opening space of the scope, around the auxiliary water outlet, and around the instrument channel outlet. Upon further analysis, the material was identified as silicon. It is likely, since silicon is used in medical agents such as antifoam, that the material was just not completely cleaned off. However, it was confirmed there were no reported deviations from the instructions for use (IFU) regarding reprocessing. Therefore, the cause of the material remaining on the device could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, the evis lucera gastrointestinal videoscope had white crystals (dirt like) adhered around the nozzle tip. The event occurred during preparation for use. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation but the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Reprocessing of subject device the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. User facility does not know when foreign material adhered to the scope. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution.